Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, ventricular lead noise episodes were observed. The storage was turned off so noise episodes could not be viewed. Programming changes were made. Patient was stable.